Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. D10: stryker trident cup. Unk stryker liner. Unk screw. Biomet biolox head. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by legal that a patient had an initial right total hip arthroplasty. Subsequently, the patient was revised for a second time approximately 11 years post implantation due to femoral loosening. The stem and head were replaced with competitor product without complication. Attempts have been made and no further information has been provided.